Manufacturer narrative:
During the device evaluation, due to a crack in the suction connector, water tightness was lost; there was a gap between the acoustic lens and ultrasound probe, and due to wear of the angle wire, bending angle in the "up" direction does not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the adhesive on the bending section cover was detached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the wrong handling methods of the facility. As to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. The reported phenomenon might be prevented by following the descriptions: "evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use warnings and cautions ¿warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.